Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited loss of sensing and the impedance could not be measured. The lead was not used, and a new lead was successfully implanted. The patient did not have adverse consequences and was in stable condition. The operation was completed successfully.

Manufacturer narrative:
Analysis was normal. No anomalies were found.